Manufacturer narrative:
Final analysis of the extension ((B)(4)) revealed the extension had conductor broken at the distal end.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0b8hm, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0b8hm, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A company representative reported the patient's right extension was fractured when patient was involved in an accident. The patient fell on their head where the connector block is located. It was also reported that there was an open circuit on the right side. The patient had returned of symptoms on the left side of body after fall and head injury. The extension was replaced on day of report and issues were resolved. The patient's indication for use is parkinson's dual and movement disorders.